Manufacturer narrative:
Results: a ruby coil with a 15cm long embolization coil was returned for evaluation. It was not possible to identify which of the reported 15 cm ruby coils were returned. The pet lock on the proximal end of the ruby coil pusher assembly was intact. The coil was intact with the pusher assembly. The coil was stuck inside the introducer sheath due to dried blood. During attempts to remove the introducer sheath, the coil was unintentionally detached by the penumbra investigator. The introducer sheath was dissected to remove the coil. The maximum outer diameter of the coil was measured to be within specification. Conclusion: evaluation of one of the two 15cm ruby coils mentioned in the complaint was not able to confirm the complaint. The ruby coil outer diameter was measured to be within specification. The second 15cm ruby coil mentioned in the complaint was not returned for evaluation. A 45cm ruby coil embolization coil not mentioned in the complaint was returned for evaluation. The stretch resistant wire of the coil was fractured. This type of damage typically occurs due to improper manipulation during use. If the device was forcefully retracted against resistance, this damage may occur. A third ruby coil mentioned in the complaint was not returned for evaluation. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are 100% functionally and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01087; 3005168196-2015-01089.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician had difficulty advancing three ruby coils through another manufacturer's microcatheter and they were removed. The physician completed the procedure by successfully delivering seven new ruby coils into the aneurysm. There was no report of an adverse effect to the patient.